Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope keeps failing in the medivator automated endoscope reprocessor (aer), stating that the water channel is blocked. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: detergent or disinfectant solution remained in the clogged nozzle due to reprocessing problems, and the air / water channel was clogged with a foreign substance. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that detergent or disinfectant solution remained in the clogged nozzle due to reprocessing problems and the air / water channel was clogged with a foreign substance. Additional findings include the following: the plastic distal end cover had minor dents around the channel, the nozzle was clogged, and the bending section cover was cracked. Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.